Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. The patient sample was confirmed reactive at 1.71 coi during internal testing. However, further analysis concluded that this was a false reactive result. The specificity of the elecsys hiv combi pt assay for dialysis patients is (B)(4), with a lower confidence limit of (B)(4), and single false reactive results may occur. It was also noted that differences in assay composition between the elecsys hiv combi pt and elecsys hiv duo assays can lead to differing results. The root cause was attributed to a sample-specific discrepancy. Repeatedly reactive samples require confirmatory testing, such as western blot or hiv rna tests, as outlined in the product's method sheet. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant reactive results for a patient sample tested with the hiv combi pt elecsys cobas e 100 v2 assay on the cobas 6000 e601 module. The patient has reportedly received reactive results with this assay over several years during annual check-ups. On (B)(6) 2024, the patient sample generated a reactive result of 1.74 coi (reactive) on the hiv combi pt assay. The same sample was subsequently tested on the cobas pro system using the elecsys hiv duo assay, which produced a non-reactive result. Historical results for the same patient on the hiv combi pt assay include a reactive result of 2 coi on (B)(6) 2023, 1.71 coi on (B)(6) 2023, and 1.62 coi on (B)(6) 2022. No results from competitor hiv assays or confirmatory testing, such as polymerase chain reaction (pcr) or western blot, were provided.